Manufacturer narrative:
Displacement test, operating currents test, and off no power test were not performed due to blank display. The blank display was due to broken connector on the interface board. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported, the customer received a blank display. The customer's blood glucose was unknown. Troubleshooting found the customer's battery compartment was not damaged or corroded. The customer also did not expose their insulin pump to moisture. It was also found the customer was unable to retrieve their display at the end of troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.